Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.00mm x 12mm emerge¿ balloon catheter was selected for use to dilate the lesion. However, when the tech loaded the device on the wire, it was noted that the balloon catheter had a cracked at the rapid exchange portion where the wire exits. The device was not advanced due to the crack seen on it. When the device was removed from the wire, the delivery system portion ended up breaking in half. The device did not enter the patient's body and the procedure was completed with another 2.0mm x 12mm emerge¿ balloon catheter. No patient complications were reported.